Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that narcan was administered in the hospital without relief of symptoms. An x-ray was performed in the hospital, and the patient was diagnosed with pneumonia. The patient¿s pump dose was decreased in the hospital. The decreased response level issue was resolved. The pump was running normally. The patient¿s weight was approximately (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl and morphine via an implantable pump for spinal pain. The dose and concentration were unknown. It was reported that the patient¿s response level was decreased, and the patient was currently hospitalized. The patient was in the emergency room, and they wanted to turn off the pump to see if it was malfunctioning and causing the patient¿s symptoms. The hcp did not want to empty the pump and wanted a manufacturing representative instead. No interventions were mentioned. The onset of the patient¿s symptoms was sudden.it was unknown whether or not the symptoms were system related. There were no further complications reported.